Event description:
Upon recent mammography and sonography studies, the pt was found to have evidence of intracapsuled rupture of the left breast implant with capsular contracture. The right breast, although softer, had evidences of implant rupture with extracapsular extravasation. Because of this, the pt necessitated implant removal.